Event description:
N/a.

Manufacturer narrative:
Xenon lightsource (00mlx) was not returned for evaluation (as per customer, their biomedical engineers have repaired the fiberoptic cord and placed it back into service) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Sus voluntary event report (mw5098287) was received on 5jan2021 with the following information: the headlamp was plugged into light box overheated and started smoking at the beginning of an ent surgery case. It was found that integra headlight (00mlx) has a universal plug but was not compatible with all light sources. It is unknown if there was patient injury or delay in the procedure. Additional information has been requested.